Event description:
It was reported, by an attorney, that the patient endured pain and suffering, "metal" anguish, treatment, surgery, time out of work for diagnosis, recovery, lost income and medical bills as a result of inappropriate therapy from the defective implantable cardioverter defibrillator (ICD) device. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).